Event description:
Spontaneous. (B)(6) reported curlin pump issue with lithium battery error. She changed the battery as well but still pump not working. She is infusing via gravity today but needs new pump for next infusion. No missed doses or adverse events reported. Pump available for return. No further information. Reported to cvs/caremark by pt/caregiver.